Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: DHR - lot 7472817, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected no defect was noted. The valve failed the test for programming. The valve passed the tests for occlusion, leaks, and reflux. The pressure test could not be performed. A visual check of the magnetization motors was carried out, the valve failed the test. Root cause - the root cause for for the programming issue noted during the investigation, was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure." The possible root causes for the issue reported by the customer could be due to the biological debris and protein build up interfering with the valve mechanism.

Event description:
N/a.

Event description:
A facility reported a hakim valve was implanted on march 10, 2025. The patient presented with hydrocephalus; therefore, the valve was explanted and replaced on (B)(6) 2025 due to suspected obstruction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.